Event description:
It was reported that the stent partial deployment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified peripheral artery via contralateral femoral approach with through and through access to tibial vessel. A 7x150,130cm eluvia stent was selected for use. During the procedure, the stent deployed about 100cm and then failed. The handle broke apart to reveal catheters underneath to pin and pull and had to straighten the catheters that had coiled under the thumbwheel. Consequently, the stent became stretched or elongated. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated.

Event description:
It was reported that the stent partial deployment occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified peripheral artery via contralateral femoral approach with through and through access to tibial vessel. A 7x150,130cm eluvia stent was selected for use. During the procedure, the stent deployed about 100cm and then failed. The handle broke apart to reveal catheters underneath to pin and pull and had to straighten the catheters that had coiled under the thumbwheel. Consequently, the stent became stretched or elongated. The procedure was completed with another of same device. There were no patient complications as a result of this event.